Manufacturer narrative:
The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer used neogiozym detergent and suctions water out of the channels and flushes out the air/water channel, and auxiliary washing channel. During manual cleaning, the customer used isaclean detergent and biocommercial multi-purpose brush (8082) to brush the operating channel, the suction pistons/cylinders, the operating channel port, and the distal end/area around the forceps elevator. For automated endoscope reprocessor (aer) treatment, cantel isa wd washer along with isaclean detergent and isaspor disinfectant was used. The scope was stored hanging vertically in a drying cabinet and olympus is the customer¿s maintenance company. The scope was not sterilized. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope biopsy channel tested positive for citrobacter farmeri, citrobacter freundii and klebsiella variicola on (B)(6) 2022, and the channel fluid tested positive for pseudomonas aeruginosa on (B)(6) 2022. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Correction to g2, health care professional was inadvertently selected in the initial report. This report is being supplemented to provide additional information based on results of third party testing (please see b6), the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where switch button 1 has a cut. Suction cylinder is shaved. Due to the number of usage has reached the specific value, replace the parts depending on the result. Due to a scratch on bending section rubber, water tightness is lost. Due to a scratch on distal end cap cover, insulation resistance value at distal end does not meet the standard value. Light guide lens has a crack. Bending section rubber has a scratch. Due to wear of angle wire, bending angle in down direction does not meet the standard value. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.